Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 3/07/2017 with the following findings: during testing, it was observed that the battery compartment was cracked. Unrelated to this issue, the bolus button cover was damaged but the button was still responsive during the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 3/07/2017.